Manufacturer narrative:
Device evaluated by MFR: unit returned with its original pouch. The unit returned has coil damage. The device has the distal tip stretched and kinked. The outer diameter (od) of middle of the device and proximal section were within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that guide wire fracture occurred. A 035/260/3mm amplatz super stiff guidewire was selected for use. During unpacking of the device, it was noted that the wire was broken. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that guide wire fracture occurred. A 035/260/3mm amplatz super stiff guidewire was selected for use. During unpacking of the device, it was noted that the wire was broken. The procedure was completed with another of the same device. No patient complications were reported.